Manufacturer narrative:
(B)(4).

Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during implantation. The lens was removed without any pt injuries and it is unk if there was a product malfunction.